Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was turning off. The blood glucose level was at 200 mg/dl the time of incident. Customer stated that the insulin pump had blank display. Customer was not calling back after receiving new battery cap. Customer stated that insulin pump had not get low battery alarm prior to the turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. Insulin pump received with broken belt clip slot and cracked battery tube threads. (B)(4).